Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. Initial reporter ¿ the article was written by christian inngul and anders enocson.

Event description:
Information was received based on review of a journal article titled, ¿postoperative periprosthetic fractures in patients with an exeter stem due to a femoral neck fracture: cumulative incidence and surgical outcome¿ which aimed to examine the clinical results following total hip arthroplasty of patients surgically treated for postoperative periprosthetic fractures using gentamycin bone cement manufactured by (B)(4); and to investigate reoperations due to postoperative periprosthetic fractures and subsequent re-operations after surgery due to periprosthetic fractures. One patient was identified in the article that underwent unipolar hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient underwent an open reduction and internal fixation procedure due to periprosthetic fracture fifteen months post-operatively. Subsequently, the patient underwent an addition open reduction and internal fixation procedure twenty-nine months post-operatively due to periprosthetic fracture using unknown products. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: stryker exeter femoral stem catalog#: ni lot#: ni. Unknown stryker femoral head catalog#: ni lot#: ni.